Event description:
Event description guidant received information that the patient with this lead experienced asystole and required transcutanueous pacing. A competitor's field representative inquired if a new right ventricular lead could be used in the atrial port.